Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-19. H6: investigation summary: bd received 1 sample for investigation. The sample was evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® lh 102 i.u. Plus blood collection tube there was under-fill or low draw of a tube with blood the following information was provided by the initial reporter: translated to english. The customer stated: there was an issue with underfill of the tube. According to the customer's report, the "tube didn't draw enough volume of blood (up to 1 cm below the fill line)."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported when using the bd vacutainer® lh 102 i.u. Plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: translated to english. The customer stated: there was an issue with underfill of the tube. According to the customer's report, the "tube didn't draw enough volume of blood (up to 1 cm below the fill line)."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 9259612. D4: medical device expiration date: 2021-02-28. H4: device manufacture date: 2019-09-16. Imdrf annex b grid: b02. H6: investigation summary: bd received 1 sample for investigation. The sample was evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Additionally, (B)(4) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® lh 102 i.u. Plus blood collection tube there was under-fill or low draw of a tube with blood the following information was provided by the initial reporter: translated to english. The customer stated: there was an issue with underfill of the tube. According to the customer's report, the "tube didn't draw enough volume of blood (up to 1 cm below the fill line)."